Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 290 mg/dl. The customer changed the insulin duration setting on the pump and bg level is reported to be great since the pump settings were updated.